Event description:
As reported, the operator of a 6f exoseal vascular closure device (vcd) did not see the indicator window change from black/white to black/black during the operation. The indicator window did not show any red color during retraction, and when the device was removed, the indicator wire loop was not deployed or showing. The device was withdrawn and manual compression was held to stop the bleeding. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. A non-cordis short sheath was utilized during the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be =5mm. There were no visible signs of calcium/plaque, vessel tortuosity, a stent near the puncture site, stenosis >50%, or prior closure of the target femoral site within 30 days. Additionally, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed at the access site. No difficulties were encountered when connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the operator of a 6f exoseal vascular closure device (vcd) did not see the indicator window change from black/white to black/black during the operation. The indicator window did not show any red color during retraction, and when the device was removed, the indicator wire loop was not deployed or showing. The device was withdrawn and manual compression was held to stop the bleeding. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. A non-cordis short sheath was utilized during the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be =5mm. There were no visible signs of calcium/plaque, vessel tortuosity, a stent near the puncture site, stenosis >50%, or prior closure of the target femoral site within 30 days. Additionally, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed at the access site. No difficulties were encountered when connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into an unknown csi (catheter sheath introducer), the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 5.2 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis could not be conducted on the exoseal device since the unit was received fully deployed. The reported event by the customer as ¿indicator wire - deployment difficulty - unable¿ was not confirmed since the indicator wire was received retracted with the unit fully deployed. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failures. However, a kinked/bent condition was found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the reported event could not be conclusively determined during analysis, nonetheless the damaged condition noted on the delivery shaft could have contributed to the difficulties with the indicator wire. The condition of the returned device does not match the event reported. Therefore, the cause of the reported event cannot be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink on the delivery shaft caused difficulties with the indicator wire/window. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.